Event description:
During service by baxter, depleted batteris were found. According to the hosp rep there was no pt injury or medical intervention reported. No additional info or contact was provided.